Manufacturer narrative:
Follow-up #2: date of submission 11/13/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/16/2015 with the following findings: unrelated to the original complaint, the pump powered up to a dim and discolored display.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the keypad was observed to be peeling but all buttons responded to user presses. The keypad was removed and there was contamination found under all the button contacts. It was also noted that the up, down and contrast button contacts were misaligned. Unrelated to the original complaint, it was noted that the battery compartment was cracked below the bumper pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the up arrow keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.